Event description:
The customer reported that the system's monitors would not boot up or display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and reconnected the display board. The system was tested and found to be working as intended and put back into service.